Manufacturer narrative:
(B)(4). The healthcare facility reports that the iol was damaged during implantation; however, did not provide any description of the iol damage. The device inspection performed concludes "the damage observed to the iol is consistent with damage caused as a result of the lens becoming trapped in the flaps during loading. The damage to the injector, specifically the nozzle and plunger demonstrates that excessive force was exerted on the injector at the point the lens became stuck in the nozzle". Our review of production records for the t-flex aspheric 623t iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the t-flex aspheric 623t iol (october 2014) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the t-flex aspheric 623t iol batch (B)(4).

Event description:
On 10th november 2015, rayner intraocular lenses limited received notification from a healthcare facility in (B)(6) of an event that occurred during use of a t-flex aspheric 623t iol. The event description provided states that the iol was damaged during implantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility reports that the iol was damaged during implantation; however, has not offered any further description of the damage to the t-flex aspheric 623t iol or provided any information on the consequences to the patient. Rayner is working with its distributor in (B)(6) to obtain additional information to facilitate further investigation of this report. The device has been returned to rayner and evaluation is currently ongoing. The results of the device inspection and any testing performed (testing will be dependent on the condition in which the device has been returned) will be provided in a follow-up report.

Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of a t-flex aspheric 623t iol during implantation. The healthcare facility reports that the iol was damaged during implantation.